Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors were leaking from an unspecified location. This issue was further described as, ¿broken on arrival and inner balloon was deflated¿. This issue was discovered prior to patient use. The devices were filled with benzylpenicillin (seqirus) 9600mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from april 27, 2022 - april 29, 2022. H10: two (2) actual devices were received for evaluation. For the first device, a visual inspection was performed using the naked eye noted fluid inside a bag that contained the device. When the device was removed from the bag, the cause of leak inside the bag was found to be untightened blue winged cap. The cap thread was not exposed. White marking and signs of surface roughness were not observed inside the cap when inspected under the microscope. A functional leak test was performed by filling the device with green colored water. After fill and prime, to ensure the blue winged cap is securely connected, the cap was hand tightened by manually rotating the cap until the cap could not be rotated further. The sample was being monitored until the next day. The next day, no signs of leak were observed. The reported condition was verified; however, the device met specifications during functional testing. The cause of the untightened blue winged cap could not be determined; however, the most probable cause was due to a user error not tightening the blue winged cap. The product labelling, instructions for use, indicates the winged cap should be securely connected to the flow restrictor after filling and priming. For the second device, a visual inspection performed using the naked eye found fluid inside the bag that contained the device which suggested a leak had occurred. Further inspection revealed the cause of leak inside the bag was due to a broken tubing at the solvent-bonded junction of the flow restrictor. The reported condition of leak was verified. The cause of the broken tubing could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.